Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported issue. Physio replaced the lcd display assembly as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a recent event involving a patient their device had a white display. A white display is indicative of a device lockup condition that could delay or prevent defibrillation therapy, if it were necessary. The customer advised that a backup device was readily available and used to continue patient care. There were no reported adverse effects to the patient as a result of the reported issue.